Event description:
Philips received a complaint on the v60 ventilator indicating that there was a pressure regulation high alarm. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. The customer informed the remote service engineer (rse) that they had just installed a new flow sensor assembly (fsa) and then the device began to produce the pressure regulation high alarm. The rse performed troubleshooting with the customer, and it was found by the customer that the proximal line and outlet line were crossed. The customer realigned the lines to the correct positions and then tested the device. The device was confirmed to be fully operational following the part reinstallation. It is determined that the device issue was caused by user error/improper servicing of the device by the customer during maintenance. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.